Manufacturer narrative:
Siemens filed the initial MDR 2432235-2022-00079 on 16-mar-2022. Additional information (12-apr-2022): siemens reviewed the information provided and noted the hospital's information technology (it) department runs a backup procedure every day at 23:00. Based on the "atellica data manager virtualized environment whitepaper" (11316842), page 6 under "snapshot support and restrictions." The "atellica dm v1.2 and below require the atellica dm system to be shut down prior to taking a backup or snapshot of the system." Siemens determined the atellica data manager performed as specified and was not shut down as recommended. The system is operational, and no further evaluation of the device was required. Siemens updated section h6 (investigation findings and investigation conclusions) to include new codes.

Event description:
The customer stated that the atellica data manager (adm) application was found blocked and caused a four-hour delay in testing and reporting patient results. The customer did not have an alternate method or backup system to report patient results and stated that stat samples and tests, including cardiac troponin and hcg/bhcg, were affected. There are no known reports of patient intervention or adverse health consequences due to the event.

Manufacturer narrative:
An outside of the united states (ous) customer contacted the siemens customer care center (ccc). Siemens assisted the customer and identified internet protocol (ip) for the atellica data manager (adm) and noted the adm application and watchdog are trying to connect to the network interface card (nic). Siemens is investigating the event.